Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during a clinical procedure, the rotational cover fell off and landed on the table near the patient¿s shoulder. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Philips checked the system on site and confirmed that the safety chain used to prevent the l-arm cover from falling off failed. The safety chain was corrected and the cover was re-attached. The system was returned to use in good working order. Since then, the issue has not reoccurred. The procedure was completed successfully. No patient harm has been reported to philips. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.